Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. They will be provided with a replacement ups to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns: ups: no model or sn was provided. (This is the device that experienced the failure.)

Event description:
The customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shut down briefly, due to a failed ups after a brief power outage. They were provided with a replacement ups to resolve the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory device and was not due to the malfunction / deficiency of an nk device.